Event description:
Arrive clinical study: 20 months after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). A pixel stent was deployed in the marginal branch with diffuse spasm proximal and then distal to the stent site. Of note, the patient had clinical symptoms while intervening on the marginal branch. Multiple doses of adenosine and nitroglycerin gradually opened the vessel. Target lesion 1 was 16mm long and was identified in the proximal circumflex (prox cx) with 70% stenosis and a 3.0mm reference vessel diameter. The lesion was treated with cutting balloon angioplasty , and a taxus express2 8.8% 3.0x20mm drug eluting stent was deployed just beyond the origin of the prox cx covering the two sequential lesions and crossing the origin of the marginal branch. Residual stenosis was 0% and there was no evidence of dissection. The patient again had clinical symptoms of a severe degree associated with st depression in I, avl and v5. Symptoms were reduced with withdrawl of the system. The patient was discharged the next day on aspirin and plavix. 608 days after the initial procedure spect study showed evidence of moderate ischemia of basal to mid anterior wall, basal to distal anterolateral ,basal to distal lateral walls and severely reduced uptake at basal to mid inferior wall consistent with previous mi. There was basal to mid inferior wall hypokenesis and ejection fraction was 57%. Cardiac catheterization at aht time revealed lmca no critical lesion , lad 100% stenosis, lcx patient stents then 90% focal lesion compromising flow to posterolateral branch, 80% mid stenosis; right ot left collaterals to distal lcs, ramux 98% long lesion, rca occluded, lima to lad patent , svg to rca patent, ptca of the lcs and ranus was recommended. The patient presented 5 days later for ptca procedure with complaints of post-prandial retrosternal chest discomfort , 608 post days post initial procedure, predilataion was performed and a cypher stent was deployed in the distal circumflex just beyond the prior stent. There was no real residual narrowing through the distal lcs. The om branch appeared to be 40% narrowed, therefore, angioplasty was performed which opened up the vessel. Angioplasty was then performed to the ramus, and a cypher stent was then deployed deflation. Final angiography demonstrated a widely patent ramus branch with some 20% narrowing at its origin with no evidence of dissection and 30% narrowing before its bifurcation. There was 25-30 narrowing at the origin of the lcx and the lcx is widely patent throughout the vessel. Omi is free of significant obstructions with mild proximal narrowing. The patient was discharged the next day on aspirin and plavix, in the opinion of the physician, the relationship of the tvr to the taxus stent is unknown.